Manufacturer narrative:
D1: corrected. One device was received for analysis open and unused. The lot number of the returned product is 6002894. The sample was received unused and sent in a plastic bag. Visual inspection found no anomalies. Functional testing was performed, and the leak was not confirmed on the sample. A lot history review was performed on lot number 6002894 and no nonconformances were identified. As the lot number of the reported issue was unknown, it is unknown if 6002894 is the same lot number as the reported affected device. The sample was received unused and is therefore not suspected to be the exact affected product.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a continuously occurring air leak. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.